Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriately to the presence of air. Air alarms at the start of treatment are typically due to inadequate air removal during prime or air entering the system when making pt connections. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions, as well as adequate instructions for making pt connections. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
Venous air alarms occurred at the start of a routine hemodialysis treatment which could not be resolved by the operator. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. The pt received a one time dose of epogen and iron. No other medical intervention was required.